Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify low battery alarm due to blank display. The insulin pump had broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer also reported that the insulin pump had a cosmetic damage and it was bumped. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.